Event description:
It was reported, that there was an electrical burning smell coming from the video system center during use and there were burn issues. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the probable cause of the "an electrical burning smell comes up" malfunction could not be identified. Attempts were made to obtain additional information regarding the reported event, but no information was received from the customer. Olympus will continue to monitor field performance for this device.